Manufacturer narrative:
This event was previously submitted under MFR # 2916596-2023-01415. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient had right ventricular dysfunction and failure to wean off cardiopulmonary bypass, centrimag right ventricular assist device (rvad) was placed. The patient left operating room (or) on multiple medications. There was significant coagulopathy during procedure, requiring 4 units packed red blood cells (prbc)s in the or and another unit in intensive care unit (ICU). The chest was re-opened due to high chest tube output. On (B)(6) 2023, the patient had worsening renal function with increase in creatinine from 1.3 to 2.8 overnight and decreased urine output. The patient was started on continuous renal replacement therapy (crrt). Lactate dehydrogenase (ldh) was elevated to 1050. On (B)(6) 2023, the patient returned to or for chest washout and closure. A mediastinal clot was evacuated, chest was irrigated, and closed. The plasma free hemoglobin was 240 on (B)(6) 2023. On (B)(6) 2023, the patient had an echo cardiogram that showed moderately to severely reduced right ventricle function. On (B)(6) 2023, one unit of packed red blood cells (prbc) was given for hemoglobin (hgb) less than 8 at 7.4. Plasma free hemoglobin was 430 on (B)(6) 2023. On (B)(6) 2023, scant bleeding was noted, the patient's hgb was 7.1, and received one unit of prbc. On (B)(6) 2023, there was increasing agitation and acute encephalopathy noted and they were unable to extubate the patient. The patient extubated (B)(6) 2023. On (B)(6) 2023, although there was no evidence of bleeding, the patient's hemoglobin (hgb) continued downtrend concerning for hemolysis. Ldh was 3340, plasma free hemoglobin was 2711 and hgb was 7.9. From (B)(6) 2023 to (B)(6) 2023, a daily transfusion of 1 unit of prbc was given for low hgb. There was no sign of bleeding. On (B)(6) 2023 encephalopathy had improved and the patient was off sedation. During physical therapy, the patient's heart rate converted to atrial fibrillation (afib) with rapid ventricular rate (rvr). With medication. The patient was successfully converted to a junctional rhythm in the 60's. On (B)(6) 2023, there were worsening labs but no evidence of left ventricular assist device (lvad) thrombosis. The patient was having persistent leukocytosis post operatively, but cultures were negative. They were treated prophylactically with antibiotics. The patient was noted to have low temp of 35 celsius and rigors with increasing pressors. Computed tomography (CT) showed a mediastinal hematoma and could not rule out infection. They were started on multiple antibiotics. Emergently, the patient was re-intubated for airway protection due to aspiration. CT of the chest showed consolidation left bigger than right and hepatomegaly, likely due to volume overload. On (B)(6) 2023, the rvad was removed, and a transesophageal echocardiogram (tee) showed moderately reduced right ventricle (rv) function. On (B)(6) 2023, rv function improved but there was worsening encephalopathy in the setting of infection. A chest washout was performed, with foul odorous drainage at sternal site reported. A wound culture was obtained revealing candida albicans. Blood cultures continue to be negative. The patient's plasma free hgb was much lower, of 150, after rvad decannulation. On (B)(6) 2023, ldh was reported to as 1117 and plasma free was hgb 80. Laboratory values were stable with no further evidence of hemolysis. The patient had worsening transaminitis with total bilirubin of 26.1 and aspartate aminotransferase (ast) of 169. The patient's pressor requirements had decreased as well. Infectious disease signed off on the patient and the patient was to continue on antibiotics vancomycin through (B)(6) 2023 and fluconazole indefinitely while the lvad was in place. On (B)(6) 2023, the patient was extubated, and respiratory status was improving. On (B)(6) 2023, there was improving hepatic function. Ldh and cbc were continuing to be trended and there was continued signs of hemolysis. On (B)(6) 2023, labs were stable. On (B)(6) 2023, the patient continued to have some hypoactive delirium. Encephalopathy was resolving. The patient was transitioned from crrt to prolonged intermittent renal replacement therapy (pirrt) and then hemodialysis was required. On (B)(6) 2023, the patient was hypotensive and tachycardic during hemodialysis, flow was reduced. On (B)(6) 2023, they did not tolerate dialysis with low flows on lvad. On (B)(6) 2023, the patient had fever of 38.3 degrees celsius and elevated white blood cells (wbc's) of 21.2. Blood cultures were collected and on (B)(6) 2023 were positive for gram positive cocci suggestive of streptococcus/enterococcus. On (B)(6) 2023, infectious disease was consulted again. There was a concern for vancomycin-resistant enterococci (vre). Vancomycin was discontinued and the patient was started on daptomycin. (B)(6) 2023, the patient was found to have e. Faecium septicemia, and a hematoma was present on chest CT with continued leukocytosis. There was a concern for hematoma seeded at time of bacteremia. The patient continued IV daptomycin through (B)(6) 2023. A transesophageal echocardiogram (tee) was obtained to rule out vegetation. Dialysis was put on hold on (B)(6) 2023, urine output was improving with diuretics.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: low flow alarms were unable to be confirmed as no log files were available; however, the low flow events were reportedly in the setting of hypotension and cardiac arrhythmia during hemodialysis. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The submitted image of a screenshot of (B)(6) parameters that were recorded into a spreadsheet on 01mar2023 was reviewed. There were no unusual pump values recorded. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, hemolysis, cardiac arrhythmia, localized infection, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Heartmate 3 left ventricular assist device (lvad), serial number (B)(6), was implanted on (B)(6) 2023. The patient experienced right ventricular (rv) dysfunction on the day of implant with failure to wean off cardiopulmonary bypass, and a centrimag right ventricular assist device (rvad) was placed. The patient left the operating room with vasodilator and blood pressure support medication, and heart contraction medication was added on (B)(6) 2023. The patient experienced worsening renal function on (B)(6) 2023 for which the patient was started on continuous renal replacement therapy (crrt). An echocardiogram on 30jan2023 showed moderate to severely reduced rv function, and the patient received fluid removal with crrt for rv support on (B)(6) 2023. The patient experienced coagulopathy on (B)(6) 2023 and low hemoglobin until (B)(6) 2023 with high chest tube output/mediastinal clotting; the patient received packed red blood cells and chest reopen for washout. The patient experienced signs of hemolysis from (B)(6) 2023 until (B)(6) 2023 with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin in the setting of down trending hemoglobin (for which the patient received transfusions) with no evidence of lvad thrombus. It was noted that the patient¿s plasma free hemoglobin was much lower after rvad decannulation on (B)(6) 2023; however, the patient¿s labs did not stabilize until (B)(6) 2023. After the rvad was removed on (B)(6) 2023, a transesophageal echocardiogram (tee) still showed moderately reduced rv function, so heart contraction medication was continued. The patient experienced neurologic dysfunction/acute encephalopathy with agitation on (B)(6) 2023 for which the patient received antipsychotic medication/sedation. The encephalopathy ultimately resolved on (B)(6) 2023. The patient experienced atrial fibrillation with rapid ventricular rate on (B)(6) 2023 during physical therapy which resolved with antiarrhythmic medication by (B)(6) 2023. The patient experienced aspiration on (B)(6) 2023 for which the patient received a CT (computed tomography) scan and was re-intubated. The patient was extubated on (B)(6) 2023, a chest x-ray demonstrated mild pulmonary edema with small bilateral pleural effusions on (B)(6) 2023, and the patient¿s respiratory failure resolved on (B)(6) 2023. The patient experienced infection (B)(6) 2023 with plans to continue antibiotic medication through (B)(6) 2023; the patient¿s symptoms included persistent leukocytosis, low temperature, rigors, increasing need for blood pressure support medication, and foul odor at sternal site during chest washout on (B)(6) 2023. Blood cultures were negative but fungus was cultured from the sternal site, and the patient received antifungal medication with plans to continue indefinitely. The patient experienced worsening hepatic dysfunction on (B)(6) 2023, and it was noted that a CT on (B)(6) 2023 showed hepatomegaly likely due to volume overload. Liver function tests were monitored, and the patient¿s hepatic dysfunction resolved on (B)(6) 2023. The patient was transitioned from crrt to prolonged intermittent renal replacement therapy (pirrt) on (B)(6) 2023 then to hemodialysis on (B)(6) 2023. The patient was hypotensive and tachycardic during hemodialysis on (B)(6) 2023 which reduced flow and activated the low flow alarms on the lvad. As the patient¿s urine output improved, dialysis was held, and diuretic medication was stopped. Renal protective medications were continued, and the renal dysfunction was considered resolved on (B)(6) 2023. The patient experienced infection on (B)(6) 2023 with fever, elevated white blood cell count, and positive blood cultures for bacteria; the patient received a different antibiotic due to concern for antibiotic resistant bacteria until (B)(6) 2023. A tee on (B)(6) 2023 was negative for pump vegetation; the infection resolved on (B)(6) 2023. Related manufacturer report number: 2916596-2023-01415.